Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2004 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the pump was turned way down and the patient went through withdrawal; the patient was unsure of when this occurred. The patient¿s hcp (health care provider) was trying to get him off the pump. The pump was not alarming, but the patient had itchy skin; threw up for 16 solid hours, had to go to the hospital to get morphine shots; was dehydrated; he lost weight; and felt like there were bugs crawling on him. The pump was turned down because, sometimes the patient couldn¿t feel his left leg. If the pump was turned up, the patient would pass out in the middle of a conversation. The medication in the pump was either too high or too low. It was also reported that since implant, the patient¿s legs and feet would cramp up. Now that the ¿pump had mostly gone away¿ the cramping had stopped. The pump therapy did give him relief from pain. As of the date of this report, the patient just wanted the pump taken out. The patient had been taking percocet for years. One week before (B)(6) 2013, the patient took 3 pills and got sick. The patient ended up throwing the pills out. As of the date of this report, the patient did not take any medications. The patient had been having lots of problems with his low back and legs. Three months ago, the patient found out he had cirrhosis of the liver, gall bladder stones, and his spleen was swollen. The patient¿s gall bladder was removed around (B)(6) 2014. The device system was delivering morphine. Additional information has been requested, but it was not available as of the date of this report.